Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain / pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 7 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"). In 2009, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or change"), dyspareunia ("dyspareunia") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"), back pain ("lower back pain"), headache ("headaches"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal distension ("bloating"), amnesia ("memory loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, back pain, fatigue, headache, weight increased, weight decreased, abdominal distension, amnesia, alopecia, bladder disorder, urinary tract disorder, dyspareunia, hormone level abnormal, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she is currently investigating her options for removal of the essure device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), bladder problems or change, urinary problems or change, dyspareunia, hormonal changes, bladder infection, urinary tract infection, vaginal infection" were added. New reporter was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included since 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("pain hips"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced hypertrichosis ("hormonal changes :body hair"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and incontinence ("incontinence"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches"), abdominal pain ("abdominal pain") and vitamin b12 deficiency ("vitamin b 12 deficiency"). The patient was treated with surgery (ablation and essure removal). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, fatigue, headache, weight increased, weight decreased, abdominal distension, amnesia, alopecia, dyspareunia, arthralgia, urinary tract infection, mood swings, abdominal pain, hypertrichosis, incontinence and vitamin b12 deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypertrichosis, incontinence, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vitamin b12 deficiency, weight decreased and weight increased to be related to essure. The reporter commented: previously, it was mentioned that ablation was performed due to abnormal bleeding (vaginal). Discrepant information was received from pfs on (B)(6)2018. Ablation date was prior to bleeding onset date. She is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Lot number:628431. Manufacturing date:2008/11. Expiration date:2011/11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included ibuprofen (motrin) since 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain") and arthralgia ("pain hips"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced hypertrichosis ("hormonal changes :body hair"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and incontinence ("incontinence"). In (B)(6)2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches") and abdominal pain ("abdominal pain") and was found to have vitamin b12 decreased ("vitamin b 12 deficiency"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, back pain, fatigue, headache, weight increased, weight decreased, abdominal distension, amnesia, alopecia, dyspareunia, arthralgia, urinary tract infection, mood swings, abdominal pain, hypertrichosis, incontinence and vitamin b12 decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypertrichosis, incontinence, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vitamin b12 decreased, weight decreased and weight increased to be related to essure. The reporter commented: previously, it was mentioned that ablation was performed due to abnormal bleeding (vaginal). Discrepant information was received from pfs on 12-jun-2018. Ablation date was prior to bleeding onset date. She is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event vitamin b12 decreased. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain / pain") in a 32-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included ibuprofen (motrin) since 2004. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant) and arthralgia ("pain hips"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced hypertrichosis ("harmonal changes :body hair"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and incontinence ("incontinence"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, back pain, fatigue, headache, weight increased, weight decreased, abdominal distension, amnesia, alopecia, dyspareunia, arthralgia, urinary tract infection, mood swings, abdominal pain, hypertrichosis and incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypertrichosis, incontinence, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: previously, it was mentioned that ablation was performed due to abnormal bleeding (vaginal). Discrepant information was received from pfs on (B)(6)2018. Ablation date was prior to bleeding onset date. She is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet was received and the following information were provided: reporter information updated; concomitant drug was added; essure lot number 628431; pain hips and abdominal pain were added as event; infection (bladder/ urinary tract/vaginal) was specified as uti, bladder or urinary problems or changes was specified as incontinence; hormonal changes was specified as body hair, mood swings. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain / pain") in a 32-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included ibuprofen (motrin) since 2004. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)") and abdominal distension ("bloating"). In march 2009, the patient experienced pelvic pain (seriousness criterion medically significant) and arthralgia ("pain hips"). In june 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"). In june 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2009, the patient experienced urinary tract infection ("urinary tract infection") and mood swings ("mood swings"). In july 2009, the patient experienced hypertrichosis ("harmonal changes :body hair"). In august 2009, the patient experienced alopecia ("hair loss") and incontinence ("incontinence"). In december 2009, the patient experienced fatigue ("fatigue"). In january 2010, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). In february 2010, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, back pain, fatigue, headache, weight increased, weight decreased, abdominal distension, amnesia, alopecia, dyspareunia, arthralgia, urinary tract infection, mood swings, abdominal pain, hypertrichosis and incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypertrichosis, incontinence, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: previously, it was mentioned that ablation was performed due to abnormal bleeding (vaginal). Discrepant information was received from pfs on (B)(6) 2018. Ablation date was prior to bleeding onset date. She is currently investigating her options for removal of the essure device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: received quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included ibuprofen (motrin) since 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain") and arthralgia ("pain hips"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced hypertrichosis ("hormonal changes :body hair"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and incontinence ("incontinence"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches") and abdominal pain ("abdominal pain") and was found to have vitamin b12 decreased ("vitamin b 12 deficiency"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, back pain, fatigue, headache, weight increased, weight decreased, abdominal distension, amnesia, alopecia, dyspareunia, arthralgia, urinary tract infection, mood swings, abdominal pain, hypertrichosis, incontinence and vitamin b12 decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypertrichosis, incontinence, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vitamin b12 decreased, weight decreased and weight increased to be related to essure. The reporter commented: previously, it was mentioned that ablation was performed due to abnormal bleeding (vaginal). Discrepant information was received from pfs on 12-jun-2018. Ablation date was prior to bleeding onset date. She is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event vitamin b12 decreased. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.